Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm if the controller could not stop insulin delivery. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level dropped to 52 mg/dl. The patient reported that they tried to suspend their insulin but was still receiving insulin. The patient stated that they felt like they were going to pass out and was sweating heavily.